Manufacturer narrative:
Additional information to b2, b5, b6, b7 and h6 b5: upon follow up, it was reported that the patient experienced a breach in aseptic technique which resulted in the reported peritonitis event. This event was manifested by cloudy effluent. The breach in aseptic technique was further described as due to "caregiver change". On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gm, ongoing, route, frequency and duration were not reported) and ceftazidime injection (1 gm each bag, intraperitoneal, ongoing, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has been discharged from the being hospital and has recovered from the event. It was reported that the patient has not been retrained on the proper aseptic technique since the patient "migrated to another place". The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.